Event description:
A malfunction alarm identified as malf 24 was reported by the customer, and the issue was not resettable. There was no specific information provided about the impact on the customer¿s blood glucose level as they declined to answer whether it exceeded 500 mg/dl. To resolve the situation, a replacement pump was sent by cts, and the customer was instructed to use a backup insulin pump in the meantime, as well as to place the existing pump into storage mode before returning it. The customer received detailed instructions on these processes and acknowledged understanding them.